Event description:
On (B)(6) 2012, invalid impedance was found on one of the pt's leads. On (B)(6) 2012, the lead was found to have disconnected from the extension. The doctor reconnected the lead and coverage was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.